Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2023-02512, 2017865-2023-02513, 2017865-2023-02514. It was that the patient presented to in clinic follow up with recurring bacteremia and subsequent pericarditis. The system was successfully explanted. The patient was stable. Further information was requested, but not yet available.